Event description:
It was reported that the core sumex drill would not hold a bur during the course of a procedure at the user facility. It was reported that the bur did not fall into the surgical site. A backup device was used to successfully complete the procedure. No adverse consequences, no medical intervention, and no clinically significant delay were reported with this event.

Manufacturer narrative:
The device has been received for evaluation. A follow-up will be submitted once the quality investigation is complete.

Manufacturer narrative:
During failure analysis, the reported event of the device not holding a bur was confirmed. The device had a twisted push rod in the presence of widespread corrosion. A twisted push rod will prevent the attachment shaft from being locked in the load position. This can cause the bur to slip. Corrosion will reduce the material strength of the push rod, which can cause it to twist during use.

Event description:
It was reported that the core sumex drill would not hold a bur during the course of a procedure at the user facility. It was reported that the bur did not fall into the surgical site. A backup device was used to successfully complete the procedure. No adverse consequences, no medical intervention, and no clinically significant delay were reported with this event.